Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s mother stated that the patient had an allergic skin reaction with swelling and infection at the insertion site. She stated that the patient saw his endocrinologist and was prescribed to take unspecified antibiotics and indicated that it did not resolve the skin reaction. No other details were documented. No additional patient or event information is available.